Event description:
The account alleged all brake casters will pivot after setting the brake. No pt impact.

Manufacturer narrative:
Technician told the account to replace the brake casters. No further information is available on the repair of the bed at this time.